Event description:
The customer called regarding issues with the reservoir plungers. It was indicated that the customer did not call for troubleshooting and wanted to get the reservoirs replaced. In addition, the customer was hospitalized a few months ago for hyperglycemia. No further details.